Manufacturer narrative:
It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. H3 other text : device not returned

Event description:
The patient had a ventriculoperitoneal shunting procedure due to a skull base tumor. The pressure was 160mmh2o. After the procedure, the surgeon found the ventricle became smaller under CT scanner and adjusted the pressure to 200mmh2o. The symptoms did not improve and the patient is in coma. The patient is still in hospital for observation.